Event description:
It was reported that the patient presented with severe back pain, leg pain, and left leg weakness related to lumbar spinal stenosis, a localized scoliosis and collapse at the l3-4 level. Pre-operatively, the patient was diagnosed with spinal stenosis and lumbar degenerative scoliosis l3-4. The patient underwent posterior spinal fusion l3-l4. It was reported that the lateral gutters were packed with a combination of local bone, bone bank bone, and rhbmp-2/acs. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Reportedly, the patient's "post-operative period was marked by- the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: posterior spinal fusion l3-4; for pre-op diagnosis of: spinal stenosis, lumbar degenerative scoliosis, l3-4. Per-op notes: "..the patient was taken to the operating room by the neurosurgical team. She underwent a posterior decompression at 3-4 and 4-5. Transverses processes of 3 and 4 were exposed and the intervening soft tissue was reflected. All soft tissue was dissected from the bony spine. Facet capsules were resected at 3-4 and posterior elements well visualized. Decortication was undertaken over the posterior elements and attention was turned to instrumentation. At 3 and 4 bilaterally pedicle screws were localized by triangulation using transverse process and facet. X-rays in ap and lateral plane showed the instrumentation in good position as well. Rods were appropriately contoured and affixed within the pedicle screws using top-loading plugs. Construct was tight and noted to be stable and the plugs were sheared. The lateral gutters were then packed with a combination of local bone, bone-bank bone and rhbmp-2/acs. The patient was turned into a supine position and returned to the recovery room in stable position and returned to the recovery room in stable condition. The patient tolerated the procedure well...¿

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.